Event description:
On september 10, 2025, a voluntary report was received by zeiss. The report detailed an incident that occurred at the conclusion of a phacoemulsification cataract removal procedure. A thermal wound injury was observed, necessitating the use of a suture to close the incision. Aside from this complication, the surgery proceeded without any other issues. As a result, an adverse event had occurred that led to a condition necessitating medical intervention. Upon follow up by zeiss, it was learned that on post-operative day 1 (pod#1) a mild corneal edema was observed, and at the one-week follow-up, trace edema was noted. The patient was seen again and is doing well. Best corrected visual acuity (bcva) is 20/20-2, and the slit lamp exam was unremarkable.